Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported during a side port dye study the healthcare professional (hcp) was not able to aspirate the catheter. The dye study was performed because the patient had volume discrepancies at their last 3 refills. The patient had a "significant reduction of pain relief" over the same period of time. The hcp got back 5 ml "at best" and 10 ml "at the worst discrepancy". The patient was having "episodes" with "no rhyme or reason or pattern". The patient would be fine for a few days, then they felt like they were not getting medication. The patient "could tell" when they were not getting medication because they would not feel relief. Logs were checked and looked fine. A rotor study was performed and the rotor turned "just fine". It was stated, "most of the medication [was] being delivered so pump [was] trying to dispense the medication". The patient was on flex programming but confirmed the episodes of loss of therapy did not correlate to the flex pattern. The patient had great relief when they were first implanted and began to play golf again. The manufacturer representative wondered if the patient "overdid it" and caused an issue with the catheter. The patient was weaned off medication in preparation for a catheter revision. Bupivacaine was removed from the mix. The system was removed and the patient recovered without sequelae. The pump was used to deliver bupivacaine and morphine. The patient was taking dilaudid orally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.